Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 01-jun-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of a bag. The complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint handpiece was received with a small piece of a haptic stuck and overridden by the plunger rod in the cartridge tip. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issues could be identified. Visual inspection under magnification revealed that the complaint lens was received cut and with small portion of the haptic detached. The lens haptics were measured, all measurements came back within specification. Complaint issue of dc-haptic detached and dc-stuck in cartridge were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dcb00 model intraocular lens (iol) trailing haptic was wedged between the cartridge and paddle, and was unable to release. Ultimately, the haptic broke off and the iol had to be explanted. There was patient contact however, extent of contact is unknown. The same procedure was completed successfully using j&j backup lens with the same model and diopter size. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.